Event description:
During testing smoke was emitting from the tip of the electrode. There were no adverse consequences to a user or patient.

Manufacturer narrative:
One nitinol reusable rf thermocouple electrode was received for evaluation. The electrode did not display a temperature increase when exposed to heat. Electrical testing revealed a short circuit within the hub, consistent with the smoke emitted from the probe during testing on the grounding pad. The device was manufactured according to specifications as supported by the receiving inspection results. The root cause of the short circuit and the subsequent smoke could not be conclusively determined.